Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in the patient to reduce their hydrocephalus symptoms. Four hours after the implantation surgery the stopcock of kit was found to be leaking. The doctor replaced the stopcock with a new one. It was also reported that the patient was in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.